Event description:
It was reported the remote monitoring transmission showed the right ventricular (rv) lead had oversensing. It was indicated there was an inactive rv lead that had been previously capped and the leads may be banging together causing the active rv lead to oversense. The patient was going to be evaluated in the clinic. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.